Manufacturer narrative:
The end-user reported they had been having instances where the switchbox for seat functions would go dark for a moment and come back on. This reportedly made the end-user feel that the device may quit on them, and they chose to transfer into a back-up device for an upcoming medical appointment. During the transfer, the end-user described having lost balance and fallen backwards and injured themselves to where they were diagnosed as having sustained a concussion. Permobil representative inspected the device, and with the end-user operating, was unable to reproduce the reported flickering of the switchbox lights. The device was found to remain fully operational with no signs of an electrical failure having occurred. The end-user made comment to permobil that the device never had failed, only that they felt it may have failed and they did not want to take a chance while out of doors. The end-user did not claim a device malfunction caused the event, only that if the device did not have the reported issue of flickering lights, they would not have transferred thus would not have fallen. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming as the end-user was transferring from their power wheelchair to another device, they reported to have lost their balance and fell backwards on to the floor where they sustained an injury requiring medical intervention to address.